Event description:
It was reported that the reported battery longevity dramatically decreased between follow-ups two weeks apart. It was noted that no changes were made between follow-ups. Device remains implanted and will be monitored for eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.